Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited ?no disposable pump won't run" alarm with no air bubbles noted. No patient injury reported.